Manufacturer narrative:
Testing of suspect emitter finds: verification, tracking, and accuracy with the emitter looks normal. Tester was able to navigate the entire phantom head model. The cable was flexed multiple times during the day and no red status was observed. The emitter passed the pegboard test. Fully functional.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system emitter cable was broken. The site stated that if they flex the emitter cable one way, it will track; when they flex the emitter cable in the opposite direction, it stops tracking. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Site declined to provide patient information. A medtronic representative, following-up at the site, reported that the issue was detected during set-up, before the surgery start. The nurse noted it was working if the cable was bent one way and stopped working if bent the other way. Suspect part not returned to manufacturer for analysis. Part not returned.